Manufacturer narrative:
(B)(4). The insulin pump was received with an open book critical pump error and a pump error 3 alarm in the long trace. The problem was isolated to the software error. Analysis was unable to perform the functional tests, including the self test, the sleep current measurement test, the active current measurement test, the rewind test, the prime test, the basic occlusion test, the occlusion test, the force sensor test, and the displacement test, due to the open book critical pump error. The insulin pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.

Event description:
The customer's husband reported via phone call that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.